Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The suspected cause was unknown. Customer consumed carbohydrates to address bg. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting bg levels.